Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the device reached elective replacement indicator (eri) in less than four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device reached elective replacement indicator (eri) in less than four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 0125 competitor implantable tachy lead - (B)(6) 1997; zy48 competitor implantable pacing lead - (B)(6) 1997; 3058 implantable interstim urinary ipg - (B)(6) 2012; implantable interstim urinary pacing lead - (B)(6) 2012; neuro programmer - unk. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.